Event description:
Procedure type: colectomy. Pt gender: unk. According to the reporter: there was a hole in the proximal side of the anastomosis after applying the device. The surgeon resected the staple line and hand sewed the anastomosis. No blood loss was reported, and surgery time was extended 20 to 30 mins as a result. No pt injury was reported and no pt details were disclosed.